Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the face mask w/ear. Patient report that when she uses the face masks irritates around her ears and mouth. Patient stated that does not need to do a return because she is using it over the cloth mask. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).